Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient advised the lifevest is exacerbating pre-existing incisions and scarring. Patient advised the lifevest is irritating and heavy. There was no alleged device malfunction contributing to the irritation. Patient reported that a cardiologist advised the lifevest could be removed until the area heals. Follow up indicated that the incisions are improving but patient has yet to continue use of the device.